Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patients.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb extensions. A follow up showed the patient had a type 3a endoleak with complete component separation between the main body and the left limb extension. On (B)(6) 2017 the physician elected to implant two additional limb extensions to seal the endoleak. The patient is reported as doing well. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on the information available for review, clinical was able to find substantial evidence to support the reported endoleak type iiia with complete component separation at the left iliac limb and a successful secondary endovascular procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and complete component separation could not be determined due to lack of image studies and records surrounding the event, however it was likely due to a combination of hostile iliac anatomy and inadequate overlap at the index procedure. No cautionary product use issues could be determined. Associated clinical harms for this device failure included; type iiia endoleak (iliac), component separation and a secondary endovascular intervention. The final patient disposition was reported to be doing well post surgically. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Correction: patient identifier.